Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a small cut. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Instructions for use (IFU) information: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. No corrective actions are needed at this time since the confirmed failure (cut in cuff) would have been detected during the 100% inflation/ deflation test. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff would not inflate. There was no patient involvement.